Manufacturer narrative:
The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. The force bipolar instrument was received and tested. Failure analysis investigations did not replicate nor confirm the customer reported complaint "instrument had a locked jaw". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The force bipolar instrument was found to have damage to the conductor wire¿s insulation. The instrument failed electrical continuity test. Root cause of this failure is attributed to a component failure. The instrument was found to have a broken conductor wire at the distal end. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure. Verification of the product and event details via system logs confirmed the force bipolar instrument was last used on (B)(6) 2021 with 8 lives on (B)(4). A site complaint history review was performed and no related complaints for the product were found. No image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted procedure the customer had issues with the jaw of the force bipolar instrument. There was no patient harm. Intuitive surgical inc. (Isi) followed up with the hospital staff and obtained the following information. No arcing and no energy issues were noted during the case. There was no patient harm and no notable procedure delay. There was no report of fragments falling inside the patient. No further details were available.